Manufacturer narrative:
(B)(4): the customer reported the device displayed error code 01000 (defib biphasic error). Error code 01000 is accompanied by the message/instruction defib failure cycle power and is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The local philips service rep evaluated the device and resolved this issue by replacing the power pca.

Event description:
The customer reported the device displayed error code 01000 (defib biphasic error). Error code 01000 is accompanied by the message/instruction defib failure cycle power and is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.